Event description:
Emt's responded to a patient in cardiac arrest. The device was connected to the patient with disposable defibrillation/ECG electrodes and used in AED mode. The device advised 6 shocks that were delivered. The reporter stated the patien's rhythm converted and monitor displayed a sinus rhythm, but then the device continued with another analysis that determined the rhythm was shockable and initiated a charge. The operator powered down the device to dump the charge. The patient was resusciated. The reporter is questioning the last rhythm analysis decision.

Manufacturer narrative:
H6: device event record of patient's ECG from the reported incident was analyzed with engineering test shock advisory system (sas) software to determine if device properly analyzed rhythm. Engineering test results determined the device's sas analysis of the patient's ECG operated properly.